Event description:
Revision of loose tibia, x-rays showed loosening of the tibia and as a result, the patient was revised. We used a 4 precoat, 10 mm full block and a 13 mm x 145 offset stem.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, x-rays were not returned for review. The device was in vivo for approximately 4 years and 9 months. Based on the available information a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.